Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room feeling dizzy. A chest x-ray was performed and revealed lead dislodgement. The following day, the patient presented to the or to reposition the lead. When the helix was unable to be repositioned, the lead was explanted and replaced. The patient was stable.